Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 110003454, cup inserter, lot 400998. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03406.

Event description:
It was reported that the acetabular shell detached from the shell inserter during impaction. A different shell was used to complete the case. No patient harm was indicated. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Reported event was confirmed with product return. Visual inspection of the inserter identified damages to the threads. The shell shows damage around the square locking feature and also damage to the threads. These damages were likely during an attempt to impact the inserter with the shell. It is unknown how many times the device was used. Review of the device history records identified no related deviations or anomalies during manufacturing. The damages suggest that the inserter was likely malaligned during the procedure; however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.